Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another product. No patient injury was reported.

Manufacturer narrative:
10/29/97-supplemental rpt #1 submitted to FDA. The rpt'd condition was confirmed however, the exact cause could not be reliably determined.